Manufacturer narrative:
(B)(4). Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber model # 0010-2400; lot # 335a; serial # (B)(4): the fiber/glass cap shows a radial fracture proximal to fiber/cap fusion zone near the metal cap open end; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; part of the fracture is visible at the metal cap open end; the outer flow tubing at the location of the fracture does not show signs of melting; the glass cap has pushed forward in metal cap; the fiber beveled edge is off center; the metal cap exhibits severe char; the glass cap exhibits severe devitrification at output window; scratch marks are visible on the outer flow tubing at the open end; the fiber was tested with hene laser fixture, aim beam is diffused and firing more than usual at the distal end. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure the laser kept going into standby mode. At 147,511 joules of use, fiber tip degradation was noted. The fiber was exchanged and at 113,923 joules of use fiber tip degradation was noted. The procedure was completed with the use of a third fiber. Patient outcome "treatment completed" reported. Gland volume: 43 ml. Time expended: 15:21 minutes.